Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv was rising. Analyst commented, rv pace impedance greater than 3000 ohms by (B)(4) 2016. Rv pace impedance steadily rises from 1976 to 2964 ohms between (B)(4) 2014 and (B)(4) 2016.

Event description:
It was reported that during follow up check, right ventricular (rv) lead alert had triggered and high impedance observed. It was also reported that rv exhibited persistent rising impedance. The rv remains in use, and planned for explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.